Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, due to power outage the pocket 6-1 failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 clicks upon opening. A field service engineer removed the latch column and replaced the switches on the latch assembly. The column was reinstalled into the tower, followed by login to the hardware test application. A full functionality test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, due to power outage the pocket 6-1 failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.